Event description:
After preparing the lens into the delivery device. The lens could not delivered through the initial incision. The doctor elected to increase the size of the incision in order to successfully delivery the lens.